Event description:
Hospital reported j-hook tip broke off during "elc" proceudre. Tip was retrieved laparoscopically. No injury to pt was reported. Reference encision complaint #803. Hosp provided the device for inspection and evaluaiton by MFR but request return of device on completion of investigation.